Event description:
It was reported that the implantable neurostimulator (ins) had been flipping since it was implanted. It was noted that the patient had lost a bunch of weight. The reporter noted that the ins was moved to her shoulder blade 8 months prior to the report to address the ins flipping, however, it did not completely resolve the flipping issue. It was noted that the ins would flip sometimes. The reporter wanted to rule out that the ins was flipped at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Additional information reported the patient¿s ins ¿had not flipped.¿ it was noted the patient was ¿doing well¿ at the time of follow-up.